Event description:
It was reported that the patient presented to the emergency department (ed) for hematuria, a dislodged non-(B)(6) stent, and incontinence. These were managed with flomax/ditropan and augmentin courses. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).